Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. The helix, fully extended, measured .070 inches and mechanical inspection revealed the helix electrode consistently extended within 5 turns and retracted within 8 turns. Visual inspection revealed the was stretched. Damage at implant noted. Primary analysis findings noted no anomalies found, lead functionally normal.

Event description:
It was reported, during an implant procedure, the lead would not extent or retract. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.